Event description:
The customer reported that the monitor would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A pin was wired. The system was tested and found to be working as intended and put back into service.